Event description:
It was reported that the patient had a shocking sensation. The patient was implanted with 2 implantable neurostimulators (inss), one on the left side and the other on the right side. The patient just noticed this morning that their ins was shocking them. The patient had to turn stimulation way down because of this and the stimulation set at a low level wasn¿t going to control their bladder symptoms. The shocking started happening with stimulation set at 1.8v on both inss, so the patient decreased to 1.6v and it was fine and first, but then started shocking the patient again. It was like a continuous shocking, not just one shock. The patient decreased stimulation down another 2 notches, but then the device started shocking them again, so they decreased to 1.0v where stimulation was currently set at now. The patient was on the same program they were on during their 3 week trial. The patient was supposed to see a health care provider (hcp) and someone who did the programming in 2 days. The patient didn¿t know if the person who did t he programming was a manufacturer representative or a nurse. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was on program 2 and it wasn't working as well, so they switched to program 1. Then the patient switched to program 3 on both sides. The one on the left was fine, but on the right side, the patient felt stimulation go up the spine, felt like they were going to pass out, thus they switched to program 4 with the same result. The patient also tried programs 1 and 2 this morning and it gave them shocks down their right leg and up the side of their abdomen. The patient spoke to their nurse and was told to turn it way down. The patient had an endoscopy 7 days ago and when they got home they slept until the next day until their spouse came home. The patient had 2 absent seizures, their muscles started to jerk, then they couldn't talk, couldn't lift their head or breath, and their eyes rolled back constantly during the seizure. The patient had 2 seizures and was taken by ambulance to the emergency room (ER). The implantable neurostimulator (ins) was turned off after the patient's jerking stopped. The patient had blackouts prior to implant surgery, but since implant they had more blackouts. It was later reported that the patient had surgery on (B)(6) 2015 because within 2 and a half weeks of implant the lead and ins had disconnected themselves and there was fluid all around it. The ins kept flipping and it kept sitting on the edge so the edge was near the incision. The health care provider (hcp) said between 15 and 30 percent of cases the ins needed to be repositioned. The hcp told the patient going to surgery that they might wake up with the ins in or they might not. The patient had 2 active systems implanted and all of the adverse events occurred on the ins on the right side. The left one helped with crps in their left food and helped them to not use a crutch anymore and also helped with their bowels for chronic constipation. The right side was for bladder incontinence. After I mplant the patient ended up in the ER on (B)(6) 2015 and a week later on (B)(6) 2015 and that was when they felt the edge of the ins. The patient spoke to an on call hcp and they told the patient to come in in 3 days. The patient saw a different hcp because their managing hcp was away and they could tell right away that the pocket was way too big, so they scheduled the patient for surgery 10 days later. They made a very deep pocket and closed it up after they drained all of the fluid that was in there. The hcp wasn't going to reimplant if they found fluid in there, so the patient was confused about that. The patient would see their hcp on (B)(6) 2015. The patient would see the nurse at their managing hcp's office and they did all the programming. The nurse said they had to reposition in again and if there were still fluid pockets, they were going to have to take it out and leave the whole incision open so the patient could pack it every day and do IV antibiotics. The patient would be seeing their regular hcp tomorrow. It was noted that the patient was a chronic pain patient so their pain was hard to control. The patient contacted their pain clinic and was told they could fill the patient's prescription for percocet. The patient was given a 5 mg tablet every 4 to 6 hours. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3889-28, lot # va0rk2y, product type lead; product ID 3889-28, lot # va0qwh3, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).